Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion the sheath "flowered/bunched up". As a result, another kit was used to complete the procedure. There was no patient death or complications reported. Uring the procedure no skin nick was done. The clinician reported they do not perform a skin nick, they double dilate if necessary.